Event description:
As received, the 5.5mm tap broke off in the pedicle screw during insertion. The broken piece of the tap was very difficult to remove from the pedicle screw. Surgery time was prolonged by over 1/2 hour due to this event. The broken instrument is currently being examined to determine the cause of the breakage.